Event description:
Patient's 12fr amt g-tube fell out during hands on care. Balloon on g-tube that fell out was deflated. Balloon was tested after it fell out and was leaking. Manufacturer response for low profile feeding device, mini one balloon button (per site reporter) manufacturer is sending label for return to conduct an investigation.